Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented with multiple inappropriate atps. The patient has temporary pacemaker that caused oversensing on the ventricular channel and as a result, atp. Programming changes were recommended. The patient will continue to be monitored.